Event description:
It was reported that there was a power cable disconnect while the system was connected to the power module. The power module patient cable was exchanged and there were no reports of power cable disconnect the log file captured low flow events on (B)(6) 2022. When the white and black cables were connected to the power module, power cable disconnect alarms occurred. The yellow light on the white power cable illuminated while parameters were shown on the system monitor. It was suspected that electricity might have been temporarily cut through the power wires of the patient cable for any reason. The patient cable was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms while connected to the patient cable was confirmed via the log file. A review of the submitted log file spanned approximately 1 day ((B)(6) 2022 per time stamp). On (B)(6) 2022 at 20:58 while connected to the power module, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The 14v patient cable, lot 11018022604, underwent preliminary testing by connecting to a cable breakout fixture to test the continuity and resistance in the wires. The cable did not pass the test procedure; many measurements were not within the normal limits throughout the entire functional test. Many wires had high resistances and one wire had an open lead. The cable was functionally tested with a test controller and mock loop and found to not reproduce any alarms when manipulating the cable. Additional information provided on (B)(6) 2022 stated that the issue resolved after the patient cable was exchanged. The wire fatigue in the cable could have contributed to the alarm; however, a root cause for the reported event cannot be conclusively determined through this analysis. The device history records could not be reviewed for the 14v patient cable due to the records being unavailable and maintained by the vendor. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. The IFU states ¿the power module requires preventive maintenance at least once every 12 months for best possible operation. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable.¿ no further information was provided. The manufacturer is closing the file on this event.